Manufacturer narrative:
(B)(4). It was reported that the patient was hospitalized for the reported event. The treatment for peritonitis was unspecified antibiotics (dosage, route, and frequency not reported). The patient had recovered from peritonitis. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized. The treatment was not reported. The outcome of the peritonitis was not reported. Additional information was requested, but was not available at this time.

Manufacturer narrative:
(B)(4). Date of event: the date of the onset of peritonitis was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is obtained, then a follow-up MDR will be submitted.